Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nurse call alarm issue. There was not reported patient or user harm. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of report: 23jul2019. Date received by manufacturer: 10jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported nurse call alarm issue. The manufacturer¿s field service engineer (fse) gave the part number for the nurse call cable. Customer refused service. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.